Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests or reference samples or batch review cannot be concluded. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states pain on 07-july-2024, it was reported that the patient was hospitalized due to high blood glucose for 1 day and the patients ketone level was found to be high. The blood glucose level was found to be 514 mg/dl. Patient was treated with IV and fluids of saline and insulin no further information.